Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024, the patient faced high blood glucose levels that reached 300 mg/dl for about 3 hours. The patient was guided to remove the infusion set, and the patient confirmed that the needle guard was not taken off prior to inserting into the body. The patient did a supply change, and resumed insulin delivery. No further information available.